Event description:
Customer reported that a patient developed hives approximately 24 hours following surgery. The patient alleges to the reporter that the hives are related to a suture allergy. The patient was prescribed prednisone. There were no clinical studies to confirm the relationship of the hives to the suture.

Manufacturer narrative:
Date sent to the FDA: 04/11/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. It is the opinion of our medical director and the attending physicians that the event is not related to the suture. Synthetic absorbable sutures manufactured by ethicon are non-antigenic and non-pyrogenic. The actual device associated with this event is not known. Customer reports the following possible products: pds ii (polydioxanone) suture. Coated vicryl (polyglactin 910) suture. Monocryl (poliglecaprone 25) suture.